Event description:
In 2008, the pt was found unconscious and a friend contacted the emergency dr. His blood glucose was elevated to 900 mg/dl. His normal blood glucose level is 140 mg/dl. He was released from the hospital 2 days later, and he received diabetic training. No further info is available. Product was replaced and requested to be returned for evaluation.